Manufacturer narrative:
(B)(4). The customer reported to have replaced the flow sensor as the device failed the flow sensor calibration. The se performed calibrations and extended self-testing on the device and all tests passed. Covidien was only authorized to test the device.

Event description:
It was reported that, a 980 ventilator generated a safety valve open diagnostic message. The ventilator was not in use on a patient at the time the event occurred.